Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No moisture damage found inside the pump noted. Pump received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and broken battery tube threads.

Event description:
It was reported via phone call that insulin pump was exposed to moisture and was not working. Customer's blood glucose was 43 mg/dl, which was treated with milk and juice. Caller was not aware that insulin pump was not functioning as customer resorted to using an old insulin pump. Caller was advised that insulin pump would need to be replaced.